Event description:
Vns pt was hospitalized for two months due to liver enzymes and metabolism problems. The pt was reportedly evaluated by the implanting surgeon, a gastroenterologist, their physician and their neurologist during their hosp stay. The pt had been on a ketogenic diet prior to hospitalization. Medications were stopped upon admission to hosp due to elevated liver function tests. No root cause for either the liver problems or the digestive problems was established. It was reported that the pt's digestive problems did not resolve when vns therapy was discontinued and that the treating neurologist did not believe that the pt's symptoms were related to the vns. Treating physicians are considering programming the pt's vns therapy system back to on. The pt has reportedly been released from hosp and is on IV fluids only at home.